Event description:
During the initial reporting, it was reported by the sales rep that the attachment became hot during surgery and burned a pt's lip. During a follow up report, it was reported by the doctor that approx 30-45 minutes into a lower jaw procedure and 5-10 minutes into the drilling, the drill became hot. At that point, the doctor noticed a burn on the pt's lower right lip, approx 1 cm in size and an elliptical shape. The doctor reported they gently debrided the burn with saline and then applied a thin coat of non-prescription bacitracin antibiotic ointment. The doctor also reported he has seen the pt twice since the surgery, and the pt is healing fine.

Manufacturer narrative:
As of 08/11/2009, the attachment has not been returned for evaluation. No conclusion can be drawn.